Event description:
It was reported that the foley catheter was inserted on (B)(6). On 09may spontaneously fell out, all the water had come out of the balloon. After removal, they tried to fill it with sterile water, but there was no water drainage. The same thing happened last time.

Manufacturer narrative:
The reported event was unconfirmed. Three photos were received for evaluation. The first photo showcases the three-way catheter. The second photo zooms into the deflated balloon. The last photo shows the catheter cap with the printed lot number. Also received 1 all-silicone temp sensing foley catheter with sample port connector. The balloon was inflated with 10ml methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Balloon concentricity was within specification. No leaks. The syringe was connected, and the balloon passively deflated in 2minutes 11 seconds with no issues or cuffing. Reported event was not confirmed. As the reported event is unconfirmed a labeling review is not required. As the reported event is unconfirmed a DHR review is not required. No root cause could be found because the reported event was unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted on 03may. On 09may spontaneously fell out, all the water had come out of the balloon. After removal, they tried to fill it with sterile water, but there was no water drainage. The same thing happened last time.